Event description:
It was reported that there was smoke coming out of the probe of the console. After restarting the power supply three times, it was able to be used. There was no patient involvement.